Manufacturer narrative:
Concomitant medical products: mc1vr01us, leadless ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced  a high heart rate and chest pain. High thresholds and ventricular undersensed events on some episodes were noted on the right atrial (ra) his bundle lead.  It was also noted that the ipg was "firing off". Both the ra his bundle lead and the ipg remain in use. No further patient complications have been reported as a result of this event.